Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted anteriorly at the superior end and the tip contacts the inferior vena cava (ivc) wall. The filter is also tilted posteriorly at the inferior end and the tip contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. There is a medial strut that perforates the ivc and contacts the aorta. A posterior strut is fractured superiorly and inferiorly causing partial collapse of the filer. The posterior fragment contacts the right psoas muscle. The product was not returned for analysis as it remains implanted and the sterile lot number has not been provided; therefore, neither a device analysis nor a device history record (DHR) review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Altered shape of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information, available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted anteriorly at the superior end and the tip contacts the inferior vena cava (ivc) wall. The filter is also tilted posteriorly at the inferior end and the tip contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. There is a medial strut that perforates the ivc and contacts the aorta. A posterior strut is fractured superiorly and inferiorly causing partial collapse of the filer. The posterior fragment contacts the right psoas muscle. As a direct and proximate result of these malfunctions the patient, suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate results, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering and other damages.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates that the patient became aware of the alleged failures approximately 17 years post implantation. The ppf states that the filter struts are perforating into the organs and the filter is unable to be retrieved, however, there have been no known attempts to remove the filter. The patient also reports to be suffering from anxiety. Approximately fifteen years and six months post implantation, the patient underwent a computerized tomography (CT) scan, which revealed the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal, with fractured struts. The superior end of the trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and the tip contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and the tip contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. There is a medial strut that perforates the ivc and contacts the aorta. A posterior strut is fractured superiorly and inferiorly causing partial collapse of the filter. The posterior fracture fragment contacts the right psoas muscle. According to the information received in the medical records, the patient¿s pre-operative diagnosis was deep venous thrombosis (dvt), pulmonary embolism (pe) and symptomatic anemia. The patient is also noted to be allergic to latex. The filter was placed as due to the anemia, the patient would¿ve been unable to be on long term anticoagulation. At the time of the surgery, the patient had complained of significant nausea and vomiting, therefore, the patient was intubated to protect the airway. A venocavagram was done and no thrombus was noted. The trapease was deployed at the l2-3 interspace with good position. There were no reported complications and the patient was taken to recovery in good condition. As reported, the patient had placement of a trapease inferior vena cava (ivc) filter. Per the medical records, the patient¿s pre-operative diagnosis was deep venous thrombosis (dvt), pulmonary embolism (pe) and symptomatic anemia. A venocavagram was done and no thrombus was noted. The trapease was deployed at the l2-3 interspace with good position. There were no reported complications and the patient was taken to recovery in good condition. The filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the filter being tilted anteriorly at the superior end and the tip contacts the ivc wall. The filter is also tilted posteriorly at the inferior end and the tip contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. There is a medial strut that perforates the ivc and contacts the aorta. A posterior strut is fractured superiorly and inferiorly causing partial collapse of the filer. The posterior fragment contacts the right psoas muscle. Per the patient profile form (ppf), the patient reports the filter struts are perforating into the organs and the filter is unable to be retrieved. There have been no known attempts to remove the filter. The patient also reports to be suffering from anxiety. Approximately fifteen years and six months post implantation, a CT scan revealed the infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal, with fractured struts. The superior end of the trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and the tip contacts the ivc wall. The ivc filter is tilted posteriorly at the inferior end and the tip contacts the ivc wall. All the struts of the ivc filter perforate the ivc up to 9mm. There is a medial strut that perforates the ivc and contacts the aorta. A posterior strut is fractured superiorly and inferiorly causing partial collapse of the filter. The posterior fracture fragment contacts the right psoas muscle. The product was not returned for analysis. A review of the device history record (DHR) review associated with lot r0601792 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Altered shape of the device is a known potential event associated with use of the ivc filters, the ivc is a dynamic vessel subject to ongoing physical stressed and this and impact the shape of the filter struts over time. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.